Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic roux-en-y gastric bypass gastrojejunostomy procedure, after inserting the instrument into the arm, the large needle driver (lnd) instrument was moving in the opposite direction prompted from the surgeon console¿s hand controller movement. The lnd rotated to the left if the controller was moved to the right and vice versa. The lnd instrument was immediately replaced by a new lnd instrument. There was no patient injury.

Manufacturer narrative:
D9: device available for evaluation?, return date, h3, h5 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned large needle driver (lnd). Visual inspection of the returned lnd noted there was no corrosion on the electrical contacts. There was no damage noted on the cables that manipulate the jaws. The rivets did not line up correctly with the laser etching on the shaft. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws manipulated in the opposite direction than expected. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the large needle driver confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a round shaft clevis assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic roux-en-y gastric bypass gastrojejunostomy procedure, after inserting the instrument into the arm, the large needle driver (lnd) instrument was moving in the opposite direction prompted from the surgeon console¿s hand controller movement. The lnd rotated to the left if the controller was moved to the right and vice versa. The lnd instrument was immediately replaced by a new lnd instrument. There was no patient injury.